Event description:
Information was received that the patient had generator firmware upgraded after experiencing a gc5 reset. The upgrade was indicated to have been performed successfully. The patient had painful stimulation after therapy was reenabled and patient was programmed back to what the device was set at before the reset. The patient¿s device did not reboot when they were interrogated at the office visit when the upgrade was being performed.

Manufacturer narrative:
Internal field number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 08/22/2019, and the physician was provided a notification letter with recommended actions.

Event description:
It was reported that the patient had not been seen in the clinic for a year and upon return, when their device was checked it was noted to be off. A deeper review of the data logs for the data received noted that the approximate reset took place around 3/5/2020 which is about 6 month post implant. Internal investigation has identified that the root cause of the unexpected device reboot is related to a hardware bug within the microcontrollers used in these devices and interaction with the device firmware. No additional relevant information has been received to date.